Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a week or two ago noticed that the recharger isn't working. Patient said that the lights on the recharging device are flashing up and down like it is charging. When asked, patient said that last time used the device was about 3 weeks ago to recharge the implant. When asked, patient said that sometimes does place the recharger in the plugged in dock after recharging implant and sometimes doesn't. Reviewed recharging best practices of placing recharger in the plugged in dock after use. The following troubleshooting steps were performed: patient plugged in the dock and patient confirmed that the green light on the base came on. When patient placed the recharger in the dock, the battery lights were flashing rapidly. With instruction patient pressed the power button on the recharger for five seconds while in the dock however patient reported still saw the flashing lights. Patient removed the recharger from the dock and with instruction reset the recharger however when plac ed back in the dock, stated that the battery lights went back to flashing rapidly. Patient performed a second reset on the recharger; however, the issue was not resolved through troubleshooting. Replacement request was sent to the repair department to replace the recharger. Patient also mentioned that the programmer/handset doesn't hold a charge and is completely depleted. When asked, patient said last time they used it was three weeks ago however keeps it on all the time and plugged in all of the time. Reviewed troubleshooting steps resetting and rebooting and with instruction patient removed back cover of handset, removed the battery and then reinserted the battery. Patient plugged the programmer into the wall charger however after a few minutes, nothing came up on the screen to indicate that programmer was recharging. Patient also said that sometimes it takes longer to connect when going to make an adjustment. Replacement request was sent to repair to replace the programmer/handset. Explained to patient that there will be a set up procedure for both the new programmer and the recharger and to set up the programmer first. Emailed recharger set up procedure to patient.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.